Manufacturer narrative:
(B)(4) correction - "dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available."

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/05/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the mobile device updated its operating system which closed the app. No additional event information is available.